Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 32 mm synergy stent was advanced to treat the lesion. However, the device failed to cross and the stent got lifted. The procedure was completed with a different device. No patient complications were reported.